Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was waiting for operating room time for an extension change. The reporter stated that the extension would be explanted and the implantable neurostimulator would be explanted if needed. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received indicated the device was functioning 'well' for 'about one year,' before the aforementioned issues began, and prompted surgical troubleshooting. Troubleshooting was performed, but ultimately, the patient was implanted with a new device and extension. It was stated that a fracture of the extension was suspected. Another supplemental report will be filed upon additional information.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no anomalies found. The ins passed all functional testing. The plug was received connected to the #0-3 port and the extension was received connected to the #4-7 port. The ins was received with the #1, #2, and #3 electrodes active which is inconsistent with how the extension and plug are connected. As connected, the impedances would be high on any electrode pairs using the #0 to #3 electrodes. Final device analysis of the extension revealed the following: there were no anomalies found. Final device analysis of the plug and cap revealed the following: there were no anomalies found.

Manufacturer narrative:
Concomitant medical products: product ID 7489-51, serial# (B)(4). Product type: extension: product ID 3982a-25, lot# 0204319932, implanted: (B)(6) 2011. Product type: lead. The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is # 9614453.

Event description:
It was reported that a patient experienced a loss of therapy. Impedance testing was done and the impedances were greater than 4,000 ohms. It was stated that the nurse reprogrammed the poles, but returning back to the original settings was the best option. Therapy returned and the impedances were right again. It was noted that this had happened before a few times with the same results. No action has been taken, but a re-operation was planned. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
The device analysis was not complete at the time of submission. A supplemental report will be filed upon completion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.